Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and or used enlite sensor was inspected and tested. Sensor failed per specifications due to high readings.

Event description:
Customer reported receiving a false low blood glucose alert on the sensor. He stated that when the sensor glucose read 40 mg/dl, the blood glucose reading was 210 mg/dl. It was discovered that the customer was overcalibrating. When the sensor reading was at 61 mg/dl, the blood glucose reading was 178 mg/dl. He stated that the day before, his blood glucose readings were over 400 mg/dl while the sensor showed it to be at 137 mg/dl. The sensor was not trending in the same direction as the blood glucose. Customer was delivering boluses without inputting the carbs. The customer was unable to get the sensor to follow the blood glucose. Nothing further was reported.